Manufacturer narrative:
Start up failed with white screen due to ip esm. Ip esm was replaced. After the exchange the device works properly.

Event description:
Hamilton medical ag received the following incident description: during maintenance white screen with colored lines.

Manufacturer narrative:
Start up failed with white screen due to ip esm. Ip esm was replaced. After the exchange the device works properly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during maintenance white screen with colored lines.